Event description:
The customer called and reported she was having an issue with reservoirs where she would prime and experience a gap in air close to where she would connect the infusion site. On the morning of this report, customer's blood glucose was 136 mg/dl. She stated her blood glucose began to rise rapidly and she noticed an air pocket in the tubing, so she primed it out and reconnected. But then the customer had a low reservoir, so she changed and filled the reservoir. Customer stated shortly after filling it, when there was no air in the tubing to begin with, there was air again in the tubing. She stated she kept unopened vials in the refrigerator and opened vials were kept at room temperature. Customer stated the insulin pump was rewound with a reservoir in place, but that she did not always do this. Customer had already primed out bubbles and was instructed to gather small bubbles into one large one and push air back into insulin vial. Customer agreed to return reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.